Event description:
It was reported that the patient had a pocket infection less than one month after the implant of the implantable pulse generator (ipg) system. The patient was treated with antibiotics and the ipg system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis performed revealed no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01, implantable pulse generator (ipg), (B)(6) 2013; 5086mri52, implantable pacing lead, (B)(6) 2013. (B)(4).